Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission. Upon review of the stored electrogram, it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were discussed. No medical intervention or patient symptoms were reported.